Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 3.5 mg/ml morphine at 1.5952 mg/day. It was reported that the patient was scheduled for dye study today ((B)(6) 2020) due to concern that the catheter is no longer effectively functioning. Per the physician there had been discrepancies in her refills for the past few refills. He did not provide any specific details or have specific information available, though it was asked. The physician was unable to aspirate from the catheter access port (cap) today and therefore a dye study was not performed. The patient is being referred for a catheter revision/replacement. There were no environmental/external/patient factors that may have led or contributed to the issue. Actions taken to resolve the issue included a revision being scheduled, but it was not yet scheduled. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.